Manufacturer narrative:
Other applicable components are: product ID: 97755, serial# (B)(4), product type: recharger. Product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient gets excellent recharge quality but then it changes to good or poor without any movement. It was reported that there was difficulty with recharging. The manufacturer representative attempted recharging with patient in office and was seeing the same behavior with the efficiency changing. It was reported that the ins is right on or below pants line and it kind of sitting on patient's hip, but they don't think it's rubbing or anything. It was reported that the ins was on the deeper side but can be felt. It was reported that from the recharging metrics, coupling appears to be mostly good/fair and patient is charging to almost full, it just takes a while (patient had one session they charged from 10-60% over 2 hours). It was reported the patient hasn't switched charging speed from default at all. No patient complications have been reported because of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-03-19 in an email from the representative, stating that no actions/interventions were taken to resolve the difficulty recharging issue. It was confirmed with the physician that the issue had not been resolved. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.